Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the sns, that includes this safety syringe. Retractable technologies manufactures the syringe that was included in the kit. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified (B)(6) who will pass along this information to retractable technologies, the manufacturer of the syringe so they many conduct a device evaluation as warranted. The customer reported twenty occurences of foreign matter. This is fifthteen of twenty MDR's filed.

Event description:
The customer reported receiving vanishpoint needles with residue in the syringes. At least 20 syringes have been discarded thus far. This will be logged as 20 separate complaints. No information was received regarding any serious injury as a result of this product malfunction.